Event description:
Customer reported that she was hospitalized to have a pancreas surgery. She stated that while she was still in the hospital, her blood glucose was high and was treated with insulin drip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.